Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic stack. No moisture damage on the motor was noted. Unable to perform the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, operating currents, prime, off no power and excessive no delivery alarm tests due to the blank display. The pump was received without a battery cap. Unable to confirm the damage. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked display window, a cracked case and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump would dim or would go blank after button press. The customer's blood glucose was 165 mg/dl at the time of incident. The customer stated that the insulin pump had crack on the right corner of the case. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.